Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6012708 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012708 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 12-apr-2025, with a total of (B)(4) units. The sub-assembly: assembly: the sub-assembly, of the lot 5c06075 was manufactured according to the work instruction (wi) version 29 and assembled in the quickset line, on 12-apr-2025, with a total of (B)(4) units. The sub-assembly, of the lot 5c06074 was manufactured according to the wi version 29 and assembled in the quickset line, on 12-apr-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing: the lot 5c06055 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 09-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in south africa. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025 when the patient was sleeping.the location of detachment was quick release. The site location was thigh. The infusion set was in use for 3 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: south africa.